Event description:
A surgeon reports a pt complained of glare following intraocular lens implant surgery. The lens was removed and replaced with a different model. The pt had some problems with glare before the initial procedure and the surgeon feels the outcome may have been the result of poor pt selection for this type of lens. The pt had an excellent outcome following the lens exchange.